Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt with the apex against the inferior vena cava (ivc) wall and there is 3 mm vertebral and 4 mm mesenteric perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilted with the apex against the inferior vena cava (ivc) wall and there is 3 mm vertebral and 4 mm mesenteric perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the medical records state that the indication for filter placement was for lower extremity deep vein thrombosis (dvt) following right knee surgery. The filter was deployed via the patient's right common femoral vein. The sheath was advanced into the mid intrarenal inferior vena cava. The filter was deployed with the superior aspect reaching the level of the pedicle of l2 below the in-flow of the right and left renal veins. A follow up inferior venocavogram was performed to document the position of the catheter. The sheath was then removed and adequate hemostasis was achieved. The patient tolerated the procedure well. Approximately one month after filter implant there was a removal procedure. The filter was noted to be in satisfactory position; however, its retraction hook was immediately adjacent to the right lateral wall of the cava. Sustained attempts to engage the retraction hook with variable sized hook snares and straight and curved catheter configurations, it became apparent that at least the hook and lower portion of the filter were adherent to the right lateral caval wall. In an attempt to move the filter, an 8 french rdc guiding catheter was passed immediately inferior to the filter. A 15 mm diameter loop snare wire was passed through the filter struts into its central portion. A 0.035 bentsen guidewire was then passed in tandem via the guide catheter, manipulating the tip of the latter to provide passage of the bentsen guide wire through a different portion of the filter struts. The tip of the bentsen wire was then snared with the central portion of the filter, and both wires were the retracted to the tip of the guide catheter positioned at the inferior aspect of the filter. With the filter thus engaged, relatively firm and sustained caudal retraction was applied resulting only in some filter deformation, but no movement of the tilter. With the filter adherence to the wall confirmed, there were no further retrieval attempts. Next, a 12 mm diameter, 2 cm length angioplasty balloon catheter was passed via the guide catheter into the central portion of the filter over a guide wire, with the combination of which, attempts were made at reestablishing filter configuration, which were only partially successful. Ap projection imaging was done. The residual filter deformity was felt adequate for permanent clot filtration and unharmful to the vena cava. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that approximately thirteen years and one month after the index procedure the patient experienced filter tilt, perforation of filter strut(s) into organs and vertebral body perforation. The patient also reported that they experienced depression, pain when walking upright and numbness (right shoulder, left hand and bottom of feet). The ppf states there was an unsuccessful attempt to remove the filter approximately three years and two months after the index procedure

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d1, d4, d10, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt with the apex against the inferior vena cava (ivc) wall and there is 3 mm vertebral and 4 mm mesenteric perforation. The patient reported becoming aware of the events approximately thirteen years and one month post implant. The patient also reported depression, pain when walking upright and numbness (right shoulder, left hand and bottom of feet) related to the filter. The patient indicated that an initial unsuccessful attempt to remove the filter was performed approximately three years and two months post implant, however the medical records indicate that the removal attempt occurred one month post implant. According to the medical records the indication for filter placement was lower extremity deep vein thrombosis (dvt) following right knee surgery. The filter was placed via the right common femoral vein and was deployed with the superior aspect reaching the level of the pedicle of l2 below the in-flow of the right and left renal veins. A follow up inferior venocavogram was performed to document the position of the catheter. The patient tolerated the procedure well. Approximately one month post implant there was an attempted removal procedure. The filter was noted to be in satisfactory position; however, its retraction hook was immediately adjacent to the right lateral wall of the cava. Sustained attempts to engage the retraction hook with variable sized hook snares and straight and curved catheter configurations were unsuccessful. It became apparent that at least the hook and lower portion of the filter were adherent to the right lateral caval wall. During sustained removal attempts, there was some resulting filter deformation, but no movement of the filter. With the filter adherence to the wall confirmed, there were no further retrieval attempts. Next, a 12 mm diameter, 2 cm length angioplasty balloon catheter was passed via the guide catheter into the central portion of the filter over a guide wire, with the combination of which, attempts were made at reestablishing filter configuration, which were only partially successful. Ap projection imaging was done. The residual filter deformity was felt adequate for permanent clot filtration and unharmful to the vena cava. The patient tolerated the procedure well. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Depression, pain, and numbness to the right shoulder, left hand and bottom of feet does not represent a device malfunction and may be related to underlying patient specific issues or as yet undisclosed comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.